Manufacturer narrative:
The device involved in this issue is the legmaster h. This device is not manufactured by baxter, there is a third-party legal manufacturer. The legmaster h is currently not released in the us. Inspection of the surgical table manufactured by baxter is pending and results will be provided by a final report.

Event description:
It was reported that while the customer was adjusting the position of the trusystem 7000 surgical table, the table¿s cushion became detached, and the patient slid. The reported incident occurred during a laparoscopic cholecystectomy, causing a slight contusion to the patient¿s liver due to a laparoscopic instrument. The contusion was cauterized. Thus, it can be reasonably concluded that the patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. No further information was provided by the customer due to confidentiality reasons. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Initially it was alleged by the customer the operating table trusystem 7000 caused the event. During further investigation it was confirmed that the incident was not caused by or contributed to by a baxter medical systems product. The hospital's complaint related to the intermediate pad of the legmaster h. Baxter is not the legal manufacturer of the legmaster h product, nor of the intermediate pad. All information was transmitted to the legal manufacturer jörg & sohn. Supplier completed evaluation of the device and found that the cause of the error was incorrect behavior on the part of the customer.

Event description:
It was reported that while the customer was adjusting the position of the trusystem 7000 surgical table, the table¿s cushion became detached, and the patient slid. The reported incident occurred during a laparoscopic cholecystectomy, causing a slight contusion to the patient¿s liver due to a laparoscopic instrument. The contusion was cauterized. Thus, it can be reasonably concluded that the patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. No further information was provided by the customer due to confidentiality reasons. This report was filed in our complaint handling system as complaint # (B)(4).